Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that primary left tha performed. Subsequently, the patient experienced a dislocation and underwent a closed reduction.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: medical product: univ 2-hole shl 56mm lnr sz 24 item #: 14-103656 lot #: 619240, medical product: epoly 36mm rlc lnr mrom sz24 item #: ep-105994 lot #: 718210, medical product: tprlc 133 mp type1 pps so 10.0 item #: 51-106100 lot #: 3430141, medical product: unknown screw item #: unknown lot #: unknown, medical product: unknown screw item #: unknown lot #: unknown. Device evaluated by MFR: remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that primary left tha performed. Subsequently, the patient experienced a dislocation and underwent a closed reduction.